Event description:
It was reported that the patient's right ventricular lead exhibited under sensing and over-sensed noise leading to pacing inhibition and inappropriate pacing on t-waves. The lead was capped and replaced with a leadless pacemaker on (B)(6) 2024. The patient condition was stable.